Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record and complaint database could not be performed as the user did not provide a lot number. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently using validated to address this issue. Method: actual device not evaluated.

Event description:
The user reported that they are having issues with the roller clamp not closing off the flow of saline. No harm or injury was reported.